Event description:
Caller reported occlusion alarms. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the caller through multiple troubleshooting steps, including disconnecting the tubing and delivering boluses, which ultimately required replacing supplies. The customer successfully completed the steps and resumed insulin therapy.